Event description:
The customer reported that the system monitors would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.